Event description:
Boston scientific received information that approximately 10 days post implant, this atrial lead dislodged. A revision procedure was performed and the lead was successfully repositioned with normal measurements. No additional adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.